Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous undisclosed artery below the knee. The physician advanced a 2mmx20mmx143cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 14atms on the first, second, third and fourth inflations. On the fifth inflation the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous undisclosed artery below the knee. The physician advanced a 2mmx20mmx143cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 14atms on the first, second, third and fourth inflations. On the fifth inflation, the balloon ruptured at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was blood and contrast in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).